Event description:
It was reported to boston scientific corporation that during preparation to place a percuflex ureteral stent, a slight tear was noticed on the device. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "fine."

Event description:
It was reported to boston scientific corporation that during preparation to place a percuflex ureteral stent, a slight tear was noticed on the device. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "fine."

Manufacturer narrative:
(B)(4) - torn material.

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. Analysis of the returned percuflex ureteral stent revealed that the pigtail on the bladder end of the device was torn. Additionally, two suture holes were torn on the device, and the suture was not present. The tear found is consistent with one caused by the suture when it is being pulled. Therefore, handling damage contributed to this event.